Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error and cosmetic damage. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that their son¿s insulin pump received a critical pump error image on the screen and has stopped working, not beeping anymore just complete dead so not sure what need to do. Customer reported that insulin pump was bumped before at school and have hairline crack but he did not drop it today. Customer reported that critical pump error could not clear and brought up picture with big x and alarm continues and took battery out and placed fresh battery in, alarm went off with big picture of x in book. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device received with cracked battery tube thread and cracked case battery tube noted. The test reservoir stay locked in place noted.